Event description:
The patient reported their blood glucose (bg) level rose over 400 mg/dl, while wearing the pod longer than 48 hours on the abdomen. Due to the high bg levels the patient reported they removed the pod. Treatment information was not provided.

Manufacturer narrative:
The pod arrived fully deployed. A tear in the exposed portion of the soft cannula was observed, from which fluid was observed to leak. The timing and cause of said tear could not be determined. As such it cannot be determined if the observed cannula damage is linked to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod arrived fully deployed. A tear in the exposed portion of the soft cannula was observed, from which fluid was observed to leak. The timing and cause of said tear could not be determined. As such it cannot be determined if the observed cannula damage is linked to the reported event.